Event description:
Boston scientific received information that a revision procedure took place due to this right atrial (ra) lead being dislodged. It was noted that the suture sleeve was not fixed firmly and became loose. The suture sleeve was fixed firmly and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.